Event description:
It was reported to philips that the device was not recognizing the installed battery. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Connector j7 was found to have contamination.

Event description:
It was reported to philips that the device was not recognizing the installed battery. The device was not in use on a patient.